Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a small hole below the white connector (twist sleeve) of a minicap transfer set which resulted in a leak onto the patient. This was observed during use of peritoneal dialysis therapy. The patient was given prophylactic antibiotic as precautionary measure. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.